Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device was ejecting clips. It was unknown how the case was completed. There was no consequence to the patient.